Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, when the physician tried to insert the balloon into the lesion, the balloon burst due to severe calcification. The procedure was completed with another of same device. There were no patient complications, and the patient was in good condition post-procedure.